Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and that the customer experienced low blood glucose levels. The blood glucose reading was 119 mg/dl. The customer stated that there was also a no delivery alarm in the device's alarm history. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. The low blood glucose reading was 20 mg/dl, which was treated with food. She stated that she had been experiencing low blood glucose levels for about 1.5 months. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window and cracked battery tube threads.